Event description:
The customer reported they were not getting an image on the left fluoro monitor. No patient injuries were reported.

Manufacturer narrative:
The ge service rep removed and replaced the snubber board. He also, inspected the high voltage candle sticks to make sure there was no arcing that could have caused blown fuse on snubber board. He tested and verified the generator calibrations including: filament output, ma null adjustment, ramp peak voltage, dead time adjustment and filament calibration. The system works as intended.